Event description:
It was reported that on (B)(6) 2019, a 23mm trifecta gt valve and 29mm epic valve were successfully implanted in a patient as part of a double valve replacement procedure. On (B)(6) 2022, both the 23mm trifecta gt valve and 29mm epic valve were explanted and replaced with unknown size non-abbott devices because of prosthetic valve endocarditis. No patient consequences were reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of endocarditis was reported. The investigation found there was fibrous thickening of all three leaflets. There was circumferential fibrous pannus ingrowth on the inflow and on the outflow surface of leaflet 1. Sections had been previously excised from the valve. No inflammation or significant calcifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported endocarditis could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2019, a 23mm trifecta gt valve and 29mm epic valve were successfully implanted in a patient as part of a double valve replacement procedure. On (B)(6) 2022, both the 23mm trifecta gt valve and 29mm epic valve were explanted and replaced with unknown size non-abbott devices because of prosthetic valve endocarditis. No patient consequences were reported. Subsequent to the previously filed report, additional information was received that the 23mm trifecta gt valve and 29mm epic valves that were explanted, were replaced by 23mm non-abbott devices. It was noted that the infection had been confirmed prior to the explant of both of the valves. The cause of the infection remains unknown, but was reported as being unrelated to the 23mm trifecta gt valve and 29mm epic valve.